Manufacturer narrative:
Other, other text: h3: one cadd extension set from p/n 21-7047-24 was received in unused condition without its original package. The sample was visually inspected at a distance of 12" under normal conditions of illumination. The sample returned was tested using the hydrostatic vessel in order to detect any discrepancies that could affect the product functionality. No leaks were found on the sample. A review of the manufacturing process for ext set p/n 21-7047-24; l/n 4016568 was conducted by quality engineer. The reported leaking issue was unable to be duplicated since there was no fault found with the returned extension set.

Event description:
Information was received indicating that when using the cadd extension set, a leak was noted from the connection. There were no adverse events reported.